Manufacturer narrative:
The original (B)(4), for this product return was closed on 08/24/2011. The customer then returned 12 devices claiming they were the actual failures. The complaint was reopened and closed again 09/14/2011. This new (B)(4) was opened after consultation with the (B)(4) on the re-assessment of the MDR submission for this returned product.

Event description:
Customer has indicated they have received a dozen complaints from their customers that the devices are breaking and do not penetrate the skin. The customer indicated the samples could not be returned. Twenty ultimate lancing device samples from various lots were taken from stat inventory and tested by cocking and firing the device at each of the eight (8) depth settings into 0.09 inch thick stacks of paper. The number of penetrated pages was counted; all 20 samples cocked successfully 100% of the trials and met the production specification for paper penetration. On 09/14/2011, the customer returned twelve (12) ultimate lancing devices with no other information. Each device was jammed stuck in the cocked position. After manually unjamming the cocking mechanisms, all returned samples passed the cocking penetration tests described earlier. The jammed condition could not be reproduced, even with misuse manipulation by inserting the lancet with extreme force.